Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker found in back-up mode. The physician re-interrogated the pacemaker and it returned to the original parameter. The patient experienced no consequences and will be continue to be monitored.